Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received the protect study patient experienced a stent relevant event on 09feb2024. The event was described as insufficient stent expansion; incorrect lumen is completely perfused. The amds was implanted on (B)(6) 2024. The event, (s)ae#4, is probably related to the amds device, and is unlikely related to the implant procedure. The pre-existing condition debakey type a dissection is thought to cause or contribute to the event. The event did lead to a serious deterioration in health in the form of medical or surgical intervention to prevent impairment of a body structure or function. No treatment was provided for the event. The event is ongoing. This investigation is relegated to amds55-de, lot number c2460002j with the allegation of insufficient stent expansion.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is relegated to amds55-de, lot number c2460002j with the allegation of insufficient stent expansion. A sample evaluation was not performed as the device remains implanted. The manufacturing records for the amds55-de, lot c2460002j (finished goods) and lot c2459772c (sterile sub-assembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation the following ncs/tdos are associated with sterile sub-assembly lot, c2459772c: nc-08539 (tdo 32115), nc-08777. They are unrelated to the reported event. A complaint was reported to field assurance by an artivion project manager associated with a patient residing in germany and a participant of the protect registry study. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient (B)(6) is a 50-year-old male who had an amds-55-55 (lot #: c2460002j) implanted on (B)(6) 2024 at (B)(6) germany. The responsible investigator for the study is (B)(6). Adverse event # 4 reports an event described as ¿stent relevant¿ with an onset date of (B)(6) 2024 (13 days post-op), reported as ongoing. Additional details provided states ¿insufficient stent expansion; incorrect lumen is completely perfused.¿ the event was deemed ¿probably¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was already in the hospital; no treatment was provided, and the event was documented as ongoing. The patient was discharged on (B)(6) 2024. The patient did not exit the study because of this event. The CT images were reviewed by an artivion representative on 09feb2026 and the following significant finding was documented: complaint description confirmed ¿ false lumen perfused; insufficient stent expansion. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿do not oversize. The braided design of the amds stent does not require oversizing. Some degree of oversizing is inherently built into the sizing guidance as device selection is based on total aortic diameter adventitia-to-adventitia, while the native true lumen is known to be smaller than this. Device sizing must be selected by the physician based on the patient-specific anatomy, according to the amds sizing chart. Sizing must be based on measurement of the outer aortic diameter (adventitia to adventitia) based on preoperative CT scan imaging. Implantation of the amds in anatomy beyond the sizing recommendations (e.g., oversizing) may result in unexpected device conformability (such as stent narrowing). ¿is listed in the clinical evaluation report (cer) as a cautions and warnings. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Per rm-0029-03.004, risk management plan, amds: ¿the suggested occurrence risk ranking scale within the risk management procedure (B)(4) is not sensitive to the amds distribution numbers¿by providing an occurrence risk ranking scale that is sensitive to amds distribution numbers, a more clinically relevant benefit-risk ratio can be calculated.¿ therefore, the risk estimation occurrence ranking from rm-0029-03.004 may be utilized for an assessment. Rm-0029-11.008, risk items #11, 13, 19, and 26 have risk rows associated with stent narrowing. The current occurrence and severity ratings per the fmea are four (4) and one (1), respectively. The severity is lower than a value of four (4). As such, no risk occurrence analysis was performed in this report. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.